Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system memory was at 76%. The old patient exams were deleted, and the software was uninstalled and reinstalled. The system was then creating resin head models. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system did not have enough memory to create a model. While loading a patient exam onto this system, the clinical specialist (cs) got an error sating that the "system does not have enough memory to create model." The cs tried to delete the patient and reload it and had the same issue. The cs was able to load it on a different navigation system. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: engineering has reviewed archives and the behavior described was the intended behavior of the software. Software was functioning as designed.